Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the anterior posterior (ap) orientation of the probe in use was accurate. However, on the lateral image, the orientation of the probe was perpendicular to the actual orientation of the anatomy. No additional information was provided. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: upon further follow-up, a medtronic representative reported that the correct orientation was selected on the imaging system before taking the image. They have not been able to replicate the behavior, no re-occurrence of this issue, system is functioning as designed. Carm used was the ge oec (B)(4). At least three documented attempts have been made with no additional information made available to complete software analysis.